Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation still progress.

Event description:
It was reported that the device displayed a travel course error. Per reporter the plunger assembly has been replaced. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The main cause of customer¿s complaint was the worn-out clutch parts. Device is repaired by replacing the left and right clutch, clutch spring, worm coupling and motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.